Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 598-599 mg/dl and diabetic ketoacidosis. Cause of bg level was not clear. Customer administered a bolus via the pump and performed a supply change to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, "and potassium and calcium". Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.